Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 11:12:19. During night drain cycle five, the patient's ultrafiltration reading was 2268ml, indicating the home patient (hp) drained 2268ml more than their maximum programmed fill volume of 2300ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified through an event history log review. The cause was one or more cycles advances to next fill when slow / no flow occurred above the minimum drain volume threshold. Return instrument testing/evaluation (rite) functional and electrical testing was conducted. The device performed within specifications. Should additional relevant information become available, a supplemental report will be submitted.